Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via telephone call that there was a hospitalization due to a high blood glucose of 1,000 mg/dl. The customer experienced symptoms of slurred speech, memory loss, and vomiting. The customer stated that after the hospital visit he had noticed the blood glucose randomly spiking. The customer was treating high blood glucose with manual injections. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.